Event description:
It was reported that the device was explanted due to premature end of life. The patient stated he had been hearing patient alert tones, that did not match demonstration tones, since four months post-implant. According to device diagnostics, no patient alerts had been triggered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It has reported that the device was explanted due to premature end of life. The patient stated he had been hearing patient alert tones, that did not match demonstration tones, since four months post-implant. According to device diagnostics, no patient alerts had been triggered. No patient complications have been reported as a result of this event. Electrical tests performed mechanical tests performed, visual examination actual device involved in incident was evaluated device was out of specification in a manner that relates to event premature end-of-life (eol) indicator.